Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') in an adult female patient who had essure (batch no. 20227514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included menorrhagia and drug hypersensitivity. Previously administered products included for an unreported indication: paragard. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("hashimoto's thyroiditis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, dermatitis allergic, hypersensitivity, allergy to metals, fatigue, alopecia, gastrointestinal disorder, visual impairment, weight increased, nausea, migraine, headache and hormone level abnormal had resolved and the autoimmune thyroiditis, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2009, (B)(6)2008, (B)(6)2009 discrepancy noted in date of insertion (B)(6)2008 (previously reported) and (B)(6)2009 (newly received pfs). Patient had received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic/abdominal pain, chronic, apareunia, rash/skin condition, hypersensitivity, nickel allergy, autoimmune - hashimoto's, fatigue, hair loss, gi conditions, vision probs, weight gain, nausea, migraines, headaches and hormonal changes. Discrepancy noted in date of insertion (B)(6)2010 concerning the injuries reported in this case, the following ones were reported via medical record: pelvic pain. Lot number reported ( 20227514 ) is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') and autoimmune thyroiditis ('hashimoto's thyroiditis') in an adult female patient who had essure (batch no. 20227514-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included menorrhagia and drug hypersensitivity. Previously administered products included for an unreported indication: paragard. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, dermatitis allergic, hypersensitivity, allergy to metals, fatigue, alopecia, gastrointestinal disorder, visual impairment, weight increased, nausea, migraine, headache and hormone level abnormal had resolved and the autoimmune thyroiditis, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2009, (B)(6) 2008, (B)(6) 2009. Discrepancy noted in date of insertion (B)(6) 2008 (previously reported) and (B)(6) 2009 (newly received pfs). Patient had received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic/abdominal pain, chronic, apareunia, rash/skin condition, hypersensitivity, nickel allergy, autoimmune - hashimoto's, fatigue, hair loss, gi conditions, vision probs, weight gain, nausea, migraines, headaches and hormonal changes. Discrepancy noted in date of insertion (B)(6) 2010. Concerning the injuries reported in this case, the following ones were reported via medical record: pelvic pain. Lot number reported ( 20227514 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') and autoimmune thyroiditis ('hashimoto's thyroiditis') in an adult female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure" and device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included menorrhagia and drug hypersensitivity. Previously administered products included for an unreported indication: paragard. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, dermatitis allergic, hypersensitivity, allergy to metals, fatigue, alopecia, gastrointestinal disorder, visual impairment, weight increased, nausea, migraine, headache and hormone level abnormal had resolved and the autoimmune thyroiditis, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2009, (B)(6) 2008, (B)(6) 2009. Discrepancy noted in date of insertion (B)(6) 2008 (previously reported) and (B)(6) 2009 (newly received pfs). Patient had received treatment for dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), pelvic/abdominal pain, chronic, apareunia, rash/skin condition, hypersensitivity, nickel allergy, autoimmune - hashimoto's, fatigue, hair loss, gi conditions, vision probs, weight gain, nausea, migraines, headaches and hormonal changes. Discrepancy noted in date of insertion (B)(6) 2010. Concerning the injuries reported in this case, the following ones were reported via medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. New event "medical device monitoring error" was added. Lot no added. Medical history , historical drug was added. Reporter causality comment, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic, chronic') and autoimmune thyroiditis ('hashimoto's thyroiditis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), female sexual dysfunction ("apareunia"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), cystitis ("bladder infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs"), nausea ("nausea"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, dysmenorrhoea, abdominal pain, female sexual dysfunction, dermatitis allergic, hypersensitivity, allergy to metals, fatigue, alopecia, gastrointestinal disorder, visual impairment, weight increased, nausea, migraine, headache and hormone level abnormal had resolved and the autoimmune thyroiditis, cystitis and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroiditis, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date 2009, (B)(6) 2008. Discrepancy noted in date of insertion (B)(6) 2008 (previously reported) and (B)(6) 2009 (newly received pfs). Patient had received treatment for dyspareunia (painful sexual intercourse), dysmennorhea (cramping), pelvic/abdominal pain, chronic, apareunia, rash/skin condition, hypersensitivity, nickel allergy, autoimmune - hashimoto's, fatigue, hair loss, gi conditions, vision probs, weight gain, nausea, migraines, headaches and hormonal changes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events dyspareunia (painful sexual intercourse, dysmenorrhea (cramping), pelvic/abdominal pain, apareunia, allergy rash/skin condition, hypersensitivity, nickel allergy, autoimmune diagnosed: hashimoto's, bladder/urinary problems bladder infect, vag discharge, fatigue, hair loss, gi conditions, vision probs, weight gain, nausea, migraines, headaches, hormonal changes and did not underwent essure confirmation test. Outcome for the events dyspareunia (painful sexual intercourse, dysmenorrhea (cramping), pelvic/abdominal pain, apareunia, allergy rash/skin condition, hypersensitivity, nickel allergy, fatigue, hair loss, gi conditions, vision probs, weight gain, nausea, migraines, headaches and hormonal changes added as recovered / resolved. Patient dob added. Reporter information, product indication, insertion and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.